Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection it was confirmed, the blurry image was due to the broken ccd (charge-coupled device) unit. The insulation resistance of the el(electrical) connector and ultrasound was due to the corrosion of the el-connector. The distal end of the device was stained. The investigation is ongoing and a supplemental report will be submitted upon completion of investigation or if any additional information is available.

Event description:
The field service engineer on behalf of the customer reported, the slave image from the flex videoscope was blurry during preparation for use for a diagnostic procedure. The procedure was completed with a replacement device and there was no delay in the procedure. The device was returned and on inspection it was noted, the bending section cover at the distal end of the flex videoscope was chipped. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified as the event was unable to be reproduced. The event can be detected by following "inspection of the endoscope: inspection of the endoscope" in the instructions for use which specifies the appearance of the endoscope to be checked for any abnormalities before use, so these events can be detected during the pre-use check. Olympus will continue to monitor field performance for this device.